Event description:
It was reported, the patient experiences positional stimulation. The patient stated, he adjusted the system while standing and when he sat down stimulation felt strong and was shocking. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unsuccessful. X-rays were taken and there appears to be a kink in the lead and the lead is at an angle. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.